Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) visited the site to complete preventative maintenance. The fse confirmed there were black dogs in the mesh filter. All black hoses were replaced, and the water line disinfection process was completed. A test cycle was done and there were no error or leaks. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the endoscope reprocessor had foreign black dots evident in the mesh filter. The issue was observed during reprocessing; therefore, no procedure or patient harm was reported with this event.